Event description:
Director of quality improvement reported saline 1000 ml was hung on (B)(6) 2011 at 2300. Infusion finished at 0100 on (B)(6) 2011. Pump rate was set for 100 ml/hr. Md notified. IV fluids were stopped as a result of the event. No patient harm or medical intervention required, lungs clear and vital signs stable after event. Customer states no further patient event or information is available.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's over infusion of IV fluids. Customer states that product will not be returned because it was repaired and returned to service. Per biomed: the pump module "has been checked out and returned to service with the only problem noted was a broken latch which was replaced."